Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, foreign material was observed on the forceps elevator. This indicates insufficient cleaning of the device. In addition, the following was observed for the device: bending section had a cut, the angle wires were stretched; cut on the distal end rubber cover causing loss of water tightness; deformation of s-connector is causing loss of water tightness; objective lens, connecting tube, grip, control unit, protector of universal cord s-connector, protector of universal cord on control section side, and universal cord all have a scratch; connecting tube has discoloration; switch box is dirty and switch 1 has wear; control knobs are dirty; distal end cover and light guide (lg) cover glass have a dent and corrosion, lg protector has a cut; lg bundle has breakage; adhesive around lg lens has wear; and due to wear of angle wire, the play of control knobs is out of standard value. The user¿s complaint of leak and angulation issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair for the issue of leakage from distal end rubber cover and an angulation knob problem. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, foreign material was observed on the forceps elevator. This medwatch is being submitted for the reportable issue of foreign material on forceps elevator observed during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The g3 date of the initial MDR should be dec 7, 2021 (and not dec 8, 2021). Customer provided information on reprocessing performed at the facility. An air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure by the following steps: external wash, wipe aspiration, using adaptor, time taken 7 to 10 seconds. Detergent used for pre-cleaning is 3m. The endoscope channels are brushed during manual cleaning with a reusable brush. Model numbers of the brush are mh507, bw-20t, distal end brush. Cleaning and disinfectant solutions used with the endoscope are cidex (glutaraldehyde). An automatic endoscopy re-processor (aer) is not used to reprocess the endoscope. The endoscope is stored in an almirah cabinet after reprocessing.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, e2, e3, g3, g6, h2, and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. On the basis of information obtained in the investigation, the assumable cause of this phenomenon was inappropriate reprocessing from the user. Brushing methods around the forceps elevator are described in the following section of the instructions for use (IFU) reprocessing manual: manual cleaning: brushing around the forceps elevator and instrument channel outlet. The following precleaning description is also included in the IFU reprocessing manual: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Because of the reprocessing descriptions from the IFU above, the suggested event was deemed preventable. Olympus will continue to monitor field performance for this device.